Manufacturer narrative:
(B)(6). Occupation = unknown for original reporter. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure involving treatment of the right superficial femoral artery, the distal end of a cook flexor ansel guiding sheath separated in the patient. The details of the device separation and the patient are detailed in MDR with patient identifier (B)(6). As part of the separated device was being removed, a physician grabbed the unraveled coil of the device, cutting his fingers. Additional information regarding the physician's outcome and any treatments or interventions required as a result of this event has been requested, but is not available at this time.

Manufacturer narrative:
Summary of event: as reported, during an unknown procedure involving treatment of the right superficial femoral artery, the distal end of a cook flexor ansel guiding sheath separated in the patient. The details of the device separation and the patient are detailed in MDR with patient identifier (B)(6). As part of the separated device was being removed, a physician grabbed the unraveled coil of the device, cutting his fingers. Additional information regarding the physician's outcome and any treatments or interventions required as a result of this event has been requested, but is not available at this time. Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, instructions for use, manufacturing instructions, quality control, specifications and personnel interview was conducted during the investigation. In addition, a visual inspection of the complaint device was performed. The physical inspection of the complaint device found that the sheath separated into three sheath portions with biomatter noted throughout. The inner coil is protruding from the point of separation on the proximal section of the device and the sheath tubing was noted to be elongated. There are pieces of the inner lining found on the coil protruding from the separation. Although there was crumbling of the sheath on the distal end of the device, no damage was noted the sheath end hole. A document-based investigation evaluation was performed. A review of the device history record revealed no failure related nonconformances. A complaint search revealed no other complaints associated with this lot number. Evidence from the complaint file, device history record, complaint history, validations, manufacturing documents, and device failure analysis suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The product IFU instructs the user to inspect the product to ensure no damage has occurred upon removal from the package. The IFU also warns the user to reconsider the approach if resistance is encountered or anticipated and advises that reinsertion of the dilator will increase the tensile limit of the sheath during removal. A previous CAPA has concluded that separation failures of this device are based upon use of the device; with contributing factors for similar events including the ability to advance these devices into restrictive anatomies and failure to reinsert the dilator into the sheath prior to removal. An ongoing CAPA is in place to investigate this failure mode. Investigation has concluded that based on the information provided and inspection of the complaint device, the cause of this event is related to the patient¿s tortuous and calcified anatomy. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.